Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (multi-organ dysfunction, septic shock, patient outcome) and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(4) could not be conclusively established through this evaluation. It was reported through the patient outcome that the patient expired on (B)(6) 2021 due to progressive shock with recurrent multi-organ dysfunction. No alarms were reported for this event. It was later clarified that the patient expired due to refractory septic shock. The expiration was not considered to be device related, and the device reportedly operated as expected. The center reported that hm3 lvas, serial number (B)(4) would not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU) is currently available. Section 1 of the IFU lists sepsis and death as adverse events that may be associated with the hm3 lvas. Care instructions in regard to preventing infection are provided in various sections of this IFU, including a section entitled "controlling infection." No further information was provided. The manufacturer is closing the file on this event.

Event description:
The admission date related to this event was (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to progressive shock with recurrent multi-organ dysfunction. Whether the outcome was device or therapy-related was not provided.